Event description:
It was reported that during an arthroscopic procedure the surgeon was utilizing an arthrocare wired foot control and a superturbovac 90 arthrowand (catalog number unknown). Allegedly the pedal self-activated the wand without the surgeon depressing the pedal. The procedure was completed by obtaining a back-up foot control from another operating room. The surgeon believes that there may have been a short in the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Reference manufacturer's report(s): 3006524618-2012-00308.